Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that when rebooting the pump, it initially kept making continuous quick starting beeps and then went "dead" and was not able to power up pump with changing to new lithium batteries after several attempts. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the black box showed no power interruptions. The battery compartment was cracked alongside of the pump. The battery cap was stripped, and was unable to attach to the pump. The alleged no power to the pump was duplicated. A test cap was used for testing purposes, and the pump powered on normally with no alarms. The pump was exercised with a test battery cap and cap with no further power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.